Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's did not seem to be functioning when the device lid was opened. During device evaluation, physio-control observed that the ok symbol was visible in the readiness display. It was also observed that the lid release clip was broken off and missing. The on/off button was therefore not functioning, and the device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the on/off lid latch was missing from the device. The lid would not remain down, and the device would not power on to download data, or to charge and shock defibrillation energy. The device was opened, and then an internal physical inspection was performed. It was observed that the on/off lid latch was not in the charge-pak battery charger bay, causing the lid not to remain down and the device not to power on. A replacement device was provided to the customer under warranty.